Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The investigation is completed based on the sample evaluation documented below. The instrument was received at the investigation site in its inner and outer blisters, covered with the tyvek foil shows the lot information. The product shows obvious macroscopic signs of damage and a few surgery residues. The trocar cannula was still stuck to the instrument. The macroscopic damage consists of scissor arm being eaten away significantly, possibly by rust and bent as well. The returned instrument was subjected to a cleaning process and then visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage on instrument and displayed the defect of the scissors arm in detail. A functional test is not possible due to the severe damage. The extensive amount of rust and the large defect site suggest that the device may have been in contact with an aggressive medium (e.g., for disinfection or cleaning before packaging/shipping). However, the point in time when the noticed malfunction occurred can no longer be determined conclusively, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed as the returned device shows significant damage, but a root cause for the reported issue cannot be determined. It cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic scissors was working well and then suddenly stopped during surgery. The procedure was completed after taking the other scissor. The patient impact has not been reported.